Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component (annex g) code is mechanical (g04) - femur. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient has suffered years of pain and suffering following a total knee replacement approximately 10 years ago. The patient stated he has not had revision surgery due to the additional pain and suffering he would have to endure and not knowing his options. He is upset that he did not receive notification of the recall for his implant. He states the symptoms he's had for the last several years are swelling below and above the knee, popping, rattling and limited time he is able to stand without it swelling and even trying to bend it when walking. It was reported that ibuprofen is taken to try to subdue the pain. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-00566, 0001825034-2023-00567.